Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently failed to adjust the pump time after daylight savings. Tandem technical support assisted the customer with adjusting the time. There was no reported impact to the customer's blood glucose level.